Event description:
It was reported that this right ventricular (rv) lead exhibited infection. Reportedly, the patient developed hematoma after the operation then had an infection. No adverse patient effects were reported. The rv lead was explanted.